Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 388422a meets release criteria. The product performed as expected. A review of the batch records for the lot uncovered a relevant nc. However, this did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. A review of the in-house testing history for the complaint lot was performed and found that the lot meets criteria. Batch records for the lot were also reviewed and there were no indications of a product deficiency. Unable to determine a root cause from the available information.

Event description:
Report received of discrepant inratio value. On (B)(6) 2016 patient self tester tested inr on inratio after noticing he was bleeding. A result of 2.9 was obtained on the inratio. Later that evening patient continued to bleed so the son took the patient self tester to the emergency room. The hospital inr resulted in 4.7. Customer did not provide information regarding treatment at the emergency room. Although additional information was requested concerning the emergency room visit, the customer was unwilling to provide additional information.